Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring beforehand. The impact on the customer's blood glucose level was unknown as they declined to provide that information. The technical support provided the caller with information on how to reset the pump and assisted with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while instructed to call back if any issues arise again.